Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with a rotated heart and lot of chiary network. While going from a neutral knob position, the triclip xt continuously opened from 20 degrees to more than 40 degrees while establishing final arm angle (efaa).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported clip open during efaa was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This is filed to report unintended movement. It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with grade 4+. During the preparation of a triclip xt (20620r1060), the clip opened to more than 40 degrees while establishing final arm angle (efaa). Therefore, the triclip xt was not used. A triclip xtw was selected for treatment, but difficulties grasping the leaflets sufficiently occurred. Difficulties visualizing the clip during the procedure occurred. The procedure was aborted. No clips were implanted, and the tr remained at grade 4+. There was no clinically significant delay in the procedure and no adverse patient effects occurred. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).